Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This report is for system error 2240, where the home patient (hp) did not connect the patient line extension set prior to priming the homechoice (hc). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. Also, it instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 (cascading alarm) on the homechoice (hc) during the initial drain, while the hp was connected. The patient line extension set was not properly primed due to not being connected prior to priming the set. The technical service representative (tsr) explained the alarms and had the hp cycle the power to clear the alarms. The tsr explained that the supplies were compromised and the hp would need to start the therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.